Event description:
It was reported that this implantable cardioverter defibrillator (crt-d) exhibited undersensing on the right ventricular channel. Due to this overpacing was observed. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.